Manufacturer narrative:
Re-submission. Original submission did not pass FDA gateway. Re-coding of 2199 (invalid code)

Event description:
Implant fracture. No additional information about surgical dates patient information or any other relevant information from the customer even after multiple follow ups.